Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the emergency room was dispatched high blood glucose level and diabetic keoacidosis and the customer was hospitalized on (B)(6) 2020. Customer's blood glucose level was 468 mg/dl. Customer had nausea, vomiting, abdominal pain and difficulty in breathing. Customer was treated with insulin. Customer was treated in the intensive care unit. Customer experienced blood glucose level of 597 and 88 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer was using auto mode. The insulin pump will not be returned for analysis.